Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not be read by the consult unit using the wand. Troubleshooting was attempted without success. The pacemaker remains in service at this time. No adverse patient effects were reported.